Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was able to duplicate the customer reported event. The service technician replaced the external battery to correct the reported problem. Performance verification testing was completed and all tests passed per operating specifications.